Manufacturer narrative:
Complainant name: (B)(6) hospital. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the anterior tibial artery (ata) with anterograde approach. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and severely calcified ata. After a 014 guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, on the 1st inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 1.5x20 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Tactile inspection revealed numerous kinks in the hypotube. Microscopic inspection and functional testing found no irregularities or defects. The balloon held pressure and did not leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the anterior tibial artery (ata) with anterograde approach. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and severely calcified ata. After a 014 guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on the 1st inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 1.5x20 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.